Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to system error 345 alarm. Service evaluation verified the system error 345 alarm. The cause was identified to be a failed downstream sensor. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump in baxter puerto rico, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.